Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the patient has the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient underwent a revision procedure due to hyperextension. During the procedure, the surgeon noted the polyethylene insert was deformed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. Concomitant medical products ¿ segmental femoral hinge service kit catalog 00585007013 lot 62244783; palacos cement catalog 66022663 lot 80914416; tibial plate catalog 00588000300 lot 62768970; straight stem extension catalog 00598801012 lot 62662494; segmental distal femur catalog 00585001302 lot 62174849; segmental male-female taper catalog 00585004618 lot 61068599; segmental proximal femoral body catalog 00585003038 lot 62404135.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause of this issue is tied with the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. After review of the product in the picture it was determined that the poly that was deformed was not the articular surface as originally reported but the poly that is part of the femoral hinge kit.